Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipetter assembly. The sample omission monitoring (som) feature of the elisa assay flagged the missing sample/reagent and the sample was tested again. The lld feature of the instrumentation did not alarm. The instrument was inspected, tested without further problem, and returned to service.